Manufacturer narrative:
(B)(4). It was reported that eight days after the initial receipt of this report, dianeal therapies were discontinued (previously reported as ongoing dianeal therapies), the peritoneal dialysis catheter was removed, and the patient was transferred to hemodialysis because the patient had not responded to the peritonitis treatment. On that same day, after seventeen days of hospitalization, the patient was discharged. The patient was not recovered from the peritonitis event (previously the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as patient¿s water was not safe for hand washing. The patient was hospitalized on the same day as onset of the event and was treated with unspecified antibiotic (dose, route and frequency not reported). At the time of this report, it was unknown if the patient had recovered. It was not reported if the patient was retrained on aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.